Event description:
Call to customer made by the complaint advocate confirmed that the unannounced samples was another device noted to have a small area of yellow at the tip in front of the valve. Spoke to reporter (B)(6). Call made at 2:11 on (B)(6) 2025.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1 pc for introcan safety 2 wl pur m 22gx25mm - us for lot number 25b22g8272 and material number 4242004-02. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No yellowish septum and no yellowish liquid was observed on the entire piece of the returned sample. Complaint is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.